Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider stated that on (B)(6) 1 the ins was not synced with the clinical programmer and note por (power on reset). Por clear successfully. The caller stated that the stimulator was already on. Turn therapy back on and therapy was adequate. No symptom reported . The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.